Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable high a1c-2 tina-quant hemoglobin a1c gen.3 results for patient samples and qc material. The customer noticed their moving average was higher so she pulled five patient samples and repeated them on their other cobas c513 analyzer and the results were lower and were believed to be correct. Of the data provided, only the results for four of the samples were discrepant. Patient 1 initial result was 11.67 % and the repeat result was 10.45 %. Patient 2 initial result was 5.70 % and the repeat result was 5.08 %. Patient 3 initial result was 5.19 % and the repeat result was 4.31 %. Patient 4 initial result was 5.42 % and the repeat result was 5.29 %. The erroneous results were not reported outside of the laboratory. There was no adverse event. The reagent lot number was 29417601 with an expiration date of 31-mar-2019. The field service representative performed preventive maintenance and replaced the seals and probes. The cuvette levels, alignments, and pump pressures were checked and the system was cleaned. He ran calibration and qc which all passed. Upon follow up, the customer confirmed the issue was resolved after the service visit.